Event description:
It was reported patient experienced ineffective therapy and x-rays confirmed that one lead migrated, and the other lead exhibited high impedances in most contacts and unable to be placed in MRI mode. As such, surgical intervention was undertaken wherein both the leads were explanted and replaced with new leads thereby restoring effective therapy.

Manufacturer narrative:
B3-date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.